Manufacturer narrative:
Getinge field service engineer (fse) confirmed and replaced the batteries. This corrected the issue. Reference pm so# (B)(4) for the checklist and test results. The device passed functional and safety tests according to factory specifications. The device was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) unit failed battery test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.